Event description:
At start of shift, ivf pump working appropriately. When a new bag of ivf was hung, I programed the pump, ivf running. At some point the ivf stopped administering. Ivf pump read that ivf were running, but patient piv had clotted off, so no ivf were being administered to patient. The pump read "1+ hour left on ivf" but in reality, the IV bag was partially full. The pump did not register downstream occlusion for hours and therefore did not alarm/notify staff. New pump immediately switched out. Ok because patient was eating and drinking. Clinical engineering concluded the following after the interrogation log from the IV pump: ¿we don't see anything in the logs to indicate why it didn't infuse, other than an air in line pretty early on that should've been reset when they reloaded the tubing a few times.¿